Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the error code was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a procedure, the evis exera iii xenon light source displayed error code e216 (scope communication error), then error code b30, and something blew in the unit. This issue was found while the light source was being used with a scope. The procedure was completed with a similar device. There were no reports of patient harm associated with this event. Customer contacted olympus for assistance with troubleshooting. In speaking with olympus technical assistance support (tac) via phone, the customer was instructed to use canned air to blow off the contacts as instructed. The scope was connected, and the unit was powered on. The system threw the same errors, and then a "pop" sound and an electrical smell were heard. The unit was immediately pulled from service. The scope was also sent out for evaluation to make sure it was not damaged when the clv-190 shorted as a precaution.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: non-olympus lamp life meter was reading over 500 hours; the lamp life was expired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.